Event description:
Reported issue: the doctor failed to fire staple from device while using it on a patient.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 35 staples remaining in the cover block. The trigger was returned partially engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple fired properly. The next five staples fired properly. To simulate insertion into the skin, the remaining staples were fired into a simulated skin pad. When three staples were remaining in the stapler, no more staples fired. It was observed that the three remaining staples became misaligned. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed with the device. It appeared that the staple misalignment prevented the remaining staples from moving down the track and firing correctly. It could not be determined what exactly caused the staples to misalign. Per DHR the product visistat 35r 6/box l ot # 73b2200424 was manufactured on 03/01/2022 a total of 18,000 pieces. Lot was released on 01/18/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. During functional inspection, the first staples became misaligned. Upon functional inspection, the misalignment of the staples prevented the remaining staples from firing correctly. The sample was disassembled, and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200424 investigation did not show issues related to the complaint. The device investigation is pending and the results will be submitted in a follow-up report.

Event description:
Reported issue: the doctor failed to fire staple from device while using it on a patient.